Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned the day after implant due to loss of capture (loc) and a rise in pacing threshold measurements. The rv threshold at implant was 0.4v at 0.4 ms, and the pacing threshold measurement rose to 5 v at 0.4 ms the following morning. Rv output was changed from 3.5 v at 0.4 ms to 7.5 v at 1 ms. During the lead revision to re-secure the rv lead, the lead placement was changed from the apex to a septal site. After the procedure was completed successfully, rv threshold measurement was 1.1 v at 0.4 ms and the output was set to 3.5 v at 0.4 ms. This rv lead remains in service. No additional adverse patient effects were reported.